Event description:
Incident reported as: two hours after the patient had a colonoscopy, she developed hives on face where nasal cannula was used during procedure. Two days later, she developed more hives on her body and went to the emergency room for treatment of an allergic reaction. No permanent injury reported. Patient is a nurse practioner who touches nasal cannulas frequently. It should be noted cannula is latex free.

Manufacturer narrative:
Sample has been requested, but not received yet at time of this report. Investigation is ongoing and not completed yet. A follow up report will be sent when investigation is completed.